Event description:
It was reported that during the implant procedure there was difficulty getting the helix to extend/retract consistently on two separate leads. It took an abnormal number of turns to extend the helix. The leads were removed from the body and there was still difficulty with the helix mechanism. The leads were not implanted and a third lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.